Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, the flexible arm tightening function did not work properly. Whenever the arm was tightened, one side of the arm could not get fixed properly. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: the joint nearest the retractor connection point has become unscrewed. Since this joint is no longer tight the locking handle will not allow the arm to be locked into place. If information is provided in the future, a supplemental report will be issued.